Manufacturer narrative:
(B)(4). The returned product was an epic stent delivery system (sds). The inner diameter was measured and meets product specification. A pass through test was done with a test amplatz super stiff guide wire. The guide wire was passed through the distal end of the sds lumen. The guidewire stopped 68 cm from the tip. A kink in the sds was noted at the same location. The stent was seen to have moved out of its original position in the distal direction. A scratch on the distal marker band was also seen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-apr-2015. It was reported that difficulty tracking over the guide wire occurred. The target lesion was located in the intrahepatic bile duct. An 8x40x75 epic¿ stent was selected. After flushing the device, a 035 jagwire¿ guide wire was inserted into the distal tip of the stent delivery system but the guide wire cannot be advanced further than the middle of the sheath. The procedure was completed using an 8x50x75 epic¿ stent. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed stent movement.